Event description:
Report received of an overdelivery. The customer contact indicated that the event was a result of an error in programming the device. The nurse reported that at 1615, the pt received "80ml of fluid over a two hour period". The reporter stated that the pump was programmed in the ml/hr mode to deliver an unspecified concentration of heparin in d10w at a faster rate than intended. After an unspecified amount of time, the error was noted and the rate was decreased to the intended rate of 7.6ml/hr. There was no reported adverse pt sequelae. Though requested, no additional info was available.